Event description:
Caller states patient tested 2.7 inr on the coaguchek xs system while a comparison lab returned as 5.2 inr. Following the meter result, patient was hospitalized for increased lymphedema, increased pain in "lower quadrant," an irregular heartbeat, and had developed a cough. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Event description:
Device 1 of 3. Reference MFR report # 1627487-2010-01157. Reference MFR report # 1627487-2010-01158. The patient received her scs system including an ipg and two percutaneous leads on (B)(6) 2006. It was reported that the patient was not receiving adequate pain coverage and the leads had migrated. The system was replaced on (B)(6) 2007. The explanted ipg was returned to ans for evaluation. The explanted leads were discarded and not returned for evaluation. No further information is available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.